Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the insulation on the atrial lead was damaged. The lead was not used and replaced. The patient was in stable condition.